Event description:
It was reported that prior to use with bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes "black" foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package. Defect: obvious foreign matter (black spots) in the blood collection tube. Quantity: 1 piece.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 26-oct-2023. H.6. Investigation summary: this complaint has been confirmed. Bd received one (1) sample and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged (scratched) tube was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged (scratched) tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged (scratched) tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6 investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for embedded foreign matter (fm) was observed in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm with the provided photo. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® lithium heparinn (lh) (B)(4) usp units blood collection tubes "black" foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package. Defect: obvious foreign matter (black spots) in the blood collection tube. Quantity: 1 piece.